Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 386mg/dl. The customer experienced dehydration and short of breath. Troubleshooting was performed. The customer stated that he was disconnected from the insulin pump soon as he got to the hospital. The customer stated that the bolus was not functioning, and his insulin pump was exposed to a high magnetic field while having a chest x-ray. The caller mentioned getting a low reservoir alarm, but the self test passed. No further information was provided.